Event description:
Device 2 of 3. Reference MFR report # 1627487-2013-00262 and 00264. The pt ((B)(6)) was implanted with two percutaneous leads (different lots). It was reported the pt hit his head on a clothes line resulting in a cut at the location of the supra-orbial lead (off-label) near the anchor site. The wound became infected, and the impacted lead and anchor were explanted. The physician placed a port plug in the vacant ipg header. A culture was taken which confirmed the presence of staphylococcus aureus. Both intravenous and oral antibiotics were administered as treatment. F/u on this matter found the pt has been released from the hospital and its recovering. Since it is unk which lead was impacted, both devices are being reported.

Manufacturer narrative:
Eval codes, method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not returned to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.